Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: please clarify how ¿the first clip didn¿t apply from jaws¿ customer feedback that clip wasn't fed into jaw and came out after fired. Did the clip not hold on vessel or tissue? N/a. Did device fire malformed clips ? N/a. Did device fire scissored clips? N/a. Did the clip just drop an unformed clip? N/a. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿came out after fired¿? Did the clip come off the tissue after applying? Or did the clip feed initially and then it came out after the firing sequence was completed? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, when the surgeon wanted to use the mcm30 to ligate the vessel, when he fully squeeze the trigger and release the load, the first clip didn¿t apply from jaws. Another device was used to complete the procedure and the procedure was successfully completed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2022. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested and the following was obtained: 1. Please clarify how ¿the first clip didn¿t apply from jaws¿ >> sales-rep collected information from customer. Customer feedback that clip wasn't fed into jaw and came out after fired. What is meant by ¿came out after fired¿? Did the clip come off the tissue after applying? Or did the clip feed initially and then it came out after the firing sequence was completed? >> no clip was came out after the firing sequence was completed.